Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this lead was placed into the atrium, near the apex. However, the lead measurements were poor and unstable, so the physician retracted the helix to reposition the lead. In the new position, the helix extended on its own, popping out very suddenly. The physician did not believe the lead was stable and requested a new one. A new lead of the same model was implanted successfully, with normal lead measurements observed. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet was inserted into the lead without resistance, indicating no blockage in the lumen. The helix mechanism was tested and found to be nonfunctional, due to dried blood/body fluid within the helix housing. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of helix self-extension; however, previous bench testing of this lead model found the most likely cause was manual manipulation of the lead, such as rotation of the lead body as the lead is handled and advanced during the implant procedure. This bench testing demonstrated that ingevity+ leads exhibited an equivalent ability to resist unintentional helix extension as competitive models.

Event description:
It was reported that during the implant procedure, this lead was placed into the atrium, near the apex. However, the lead measurements were poor and unstable, so the physician retracted the helix to reposition the lead. In the new position, the helix extended on its own, popping out very suddenly. The physician did not believe the lead was stable and requested a new one. A new lead of the same model was implanted successfully, with normal lead measurements observed. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.